Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise that was oversensed by the device and led to pacing inhibition. Programming changes were discussed but unknown if they were made. There were no patient consequences.

Event description:
New information received indicates the programming changes were made.